Event description:
Device malfunction: none. Symptoms/ae: slurred speech and severe gait ataxia in both legs and left arm. Time of symptoms/ae: 29 days post pta stenting. It was reported the pt presented, 29 days post pta stenting on the left internal carotid artery, on the f/u visit with slurred speech and severe gait ataxia in both legs and left arm. The physician noted good motor strength and that the left carotid stent was widely patent. Reportedly, the condition is continuing, and the pt is to f/u with an mra, neurology, and with the implanting physician in 30 days. No add'l info was available.

Manufacturer narrative:
The lot history record was reviewed and there are no non-conforming material reports associated with this lot number.